Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. In (B)(6) 2008, the device was removed due to a (B)(6) from the device. The patient "had to have a hole in his stomach with a tub removing the poison." The patient's wife had to "swab the poison out from his back in a whole that would go through to his spine." The patient was agitated about the whole incident. Additional information has been requested regarding the cause of the event, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.